Manufacturer narrative:
The complainant was unable to provide the device upn and lot number. Therefore, the manufacture and expiration dates are unknown; however, it was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a nephromax balloon catheter was used on a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst. The procedure was completed with another nephromax balloon catheter. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.